Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient was unable to connect to their ipg following a ipg revision procedure. Troubleshooting was able to resolve this issue.